Manufacturer narrative:
(B)(4). Investigation summary: update 11-mar-2021: the investigation was re-opened upon receipt of the device. Examination of the returned device found the instrument was broken. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that both rp impactors have been severely cracked due to excessive force onto them. One of them has had a piece chipped off of it, while the other one is still together but very cracked. Neither were used on a patient and both will be returned to depuy.